Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), fallopian tube perforation ("left fallopian tube had an essure device protruding from within"), pelvic infection ("infection (other):pelvic"), device dislocation ("migration of implant"), scar ("extensive scar tissue.") And rheumatoid arthritis ("autoimmune disorder type of disorder: :rheumatoid arthritis") in an adult female patient who had essure (batch no: 959212) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, post coital bleeding, ovarian cyst, multigravida, parity 2, uterine fibroid, paratubal cyst and nabothian cyst. Previously administered products included for an unreported indication: mirena. Concomitant products included losartan from 2015 to 2016, medroxyprogesterone acetate (depo provera) from 2012 to 2016 and metoprolol since 2015. In june 2012, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea/painful menses/pain between menses"). On (B)(6) 2012, the patient had essure inserted. In july 2012, the patient experienced fatigue ("fatigue"), pelvic pain ("pain/pain between menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In september 2012, the patient experienced migraine ("migraine"), headache ("headache") and dyspareunia ("dyspareunia"). In october 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In january 2013, the patient experienced dry eye ("vision/eye problems type: dry eyes") and photophobia ("vision/eye problems type: eye sensitivity"). In may 2013, the patient experienced rosacea ("skin conditions type: rosacea"). In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: :fibromyalgia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), scar (seriousness criterion medically significant), anxiety ("anxiety"), loss of libido ("hormonal changes describe: lack of libido,"), eye inflammation ("vision/eye problems type:inflammation"), contact lens intolerance ("unable to wear contact lenses"), metrorrhagia ("intermenstrual bleeding"), back pain ("lower back pain"), coccydynia ("tail bone pain"), arthralgia ("joint pain"), rash ("rashes"), pelvic discomfort ("discomfort") and emotional disorder ("emotional issues"). The patient was treated with surgery (removal of excessive scar tissue and she had surgery to remove the essure,hysterectomy (partial),salpingectomy,exploratory laparotomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic infection, device dislocation, scar, rheumatoid arthritis, fatigue, anxiety, loss of libido, vaginal haemorrhage, menorrhagia, rosacea, headache, nausea, dysmenorrhoea, dyspareunia, weight increased, metrorrhagia, fibromyalgia, rash and emotional disorder outcome was unknown, the migraine, pelvic pain, back pain and arthralgia was resolving and the dry eye, eye inflammation, photophobia, contact lens intolerance and coccydynia had resolved. The reporter considered anxiety, arthralgia, back pain, coccydynia, contact lens intolerance, device dislocation, dry eye, dysmenorrhoea, dyspareunia, emotional disorder, eye inflammation, fallopian tube perforation, fatigue, fibromyalgia, headache, loss of libido, menorrhagia, metrorrhagia, migraine, nausea, pelvic discomfort, pelvic infection, pelvic pain, photophobia, rash, rheumatoid arthritis, rosacea, scar, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.098 kgs. Hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record : fallopian tube perforation " quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), pelvic infection ("infection (other):pelvic"), device dislocation ("migration of implant"), scar ("extensive scar tissue.") And rheumatoid arthritis ("autoimmune disorder type of disorder: :rheumatoid arthritis") in an adult female patient who had essure (batch no. 959212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Previously administered products included for an unreported indication: mirena. Concomitant products included losartan from 2015 to 2016, medroxyprogesterone acetate (depo provera) from 2012 to 2016 and metoprolol since 2015. In (B)(6) 2012, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea/painful menses/pain between menses"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"), pelvic pain ("pain/pain between menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced migraine ("migraine"), headache ("headache") and dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced dry eye ("vision/eye problems type: dry eyes") and photophobia ("vision/eye problems type:eye sensitivity"). In may 2013, the patient experienced rosacea ("skin conditions type: rosacea"). In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: :fibromyalgia"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), scar (seriousness criterion medically significant), anxiety ("anxiety"), loss of libido ("hormonal changes describe: lack of libido,"), eye inflammation ("vision/eye problems type:inflammation"), contact lens intolerance ("unable to wear contact lenses"), metrorrhagia ("intermenstrual bleeding"), back pain ("lower back pain"), coccydynia ("tail bone pain"), arthralgia ("joint pain"), rash ("rashes"), pelvic discomfort ("discomfort") and emotional disorder ("emotional issues"). The patient was treated with surgery (removal of excessive scar tissue and she had surgery to remove the essure,hysterectomy (partial),salpingectomy,exploratory laparotomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic infection, device dislocation, scar, rheumatoid arthritis, fatigue, anxiety, loss of libido, vaginal haemorrhage, menorrhagia, rosacea, headache, nausea, dysmenorrhoea, dyspareunia, weight increased, metrorrhagia, fibromyalgia, rash and emotional disorder outcome was unknown, the migraine, pelvic pain, back pain and arthralgia was resolving and the dry eye, eye inflammation, photophobia, contact lens intolerance and coccydynia had resolved. The reporter considered anxiety, arthralgia, back pain, coccydynia, contact lens intolerance, device dislocation, dry eye, dysmenorrhoea, dyspareunia, emotional disorder, eye inflammation, fatigue, fibromyalgia, headache, loss of libido, menorrhagia, metrorrhagia, migraine, nausea, pelvic discomfort, pelvic infection, pelvic pain, perforation, photophobia, rash, rheumatoid arthritis, rosacea, scar, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.098 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received : pfs received : lot no. Was added. New events, ¿hormonal changes describe: lack of libido, abnormal bleeding (vaginal, menorrhagia), infection (other) describe: pelvic, rashes or skin conditions type: rosacea, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain, intermenstrual bleeding, tail bone pain, lower back pain, joint pain, discomfort, emotional issues,extensive scar tissue.¿ were added. Reporter information was added. Patient information was added. Product information was added. Patient demographics were added. Medical history was added. Event autoimmune disorder updated to rheumatoid arthritis, fibromyalgia. Event vision problems updated to vision/eye problems type: dry eyes, inflammation, unable to wear contact lenses, eye sensitivity. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), fallopian tube perforation ("left fallopian tube had an essure device protruding from within"), pelvic infection ("infection (other):pelvic"), device dislocation ("migration of implant"), scar ("extensive scar tissue.") And rheumatoid arthritis ("autoimmune disorder type of disorder: :rheumatoid arthritis") in an adult female patient who had essure (batch no: 959212) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, post coital bleeding, ovarian cyst, multigravida, parity 2, uterine fibroid, paratubal cyst and nabothian cyst. Previously administered products included for an unreported indication: mirena. Concomitant products included losartan from 2015 to 2016, medroxyprogesterone acetate (depo provera) from 2012 to 2016 and metoprolol since 2015. On (B)(6) 2012, the patient had essure inserted. In june 2012, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea/painful menses/pain between menses"). In july 2012, the patient experienced fatigue ("fatigue"), pelvic pain ("pain/pain between menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In september 2012, the patient experienced migraine ("migraine"), headache ("headache") and dyspareunia ("dyspareunia"). In october 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In january 2013, the patient experienced dry eye ("vision/eye problems type: dry eyes") and photophobia ("vision/eye problems type:eye sensitivity"). In may 2013, the patient experienced rosacea ("skin conditions type: rosacea"). In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: :fibromyalgia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), scar (seriousness criterion medically significant), anxiety ("anxiety"), loss of libido ("hormonal changes describe: lack of libido,"), eye inflammation ("vision/eye problems type:inflammation"), contact lens intolerance ("unable to wear contact lenses"), metrorrhagia ("intermenstrual bleeding"), back pain ("lower back pain"), coccydynia ("tail bone pain"), arthralgia ("joint pain"), rash ("rashes"), pelvic discomfort ("discomfort") and emotional disorder ("emotional issues"). The patient was treated with surgery (removal of excessive scar tissue and she had surgery to remove the essure,hysterectomy (partial),salpingectomy,exploratory laparotomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic infection, device dislocation, scar, rheumatoid arthritis, fatigue, anxiety, loss of libido, vaginal haemorrhage, menorrhagia, rosacea, headache, nausea, dysmenorrhoea, dyspareunia, weight increased, metrorrhagia, fibromyalgia, rash and emotional disorder outcome was unknown, the migraine, pelvic pain, back pain and arthralgia was resolving and the dry eye, eye inflammation, photophobia, contact lens intolerance and coccydynia had resolved. The reporter considered anxiety, arthralgia, back pain, coccydynia, contact lens intolerance, device dislocation, dry eye, dysmenorrhoea, dyspareunia, emotional disorder, eye inflammation, fallopian tube perforation, fatigue, fibromyalgia, headache, loss of libido, menorrhagia, metrorrhagia, migraine, nausea, pelvic discomfort, pelvic infection, pelvic pain, photophobia, rash, rheumatoid arthritis, rosacea, scar, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.098 kgs. Hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record : fallopian tube perforation. " most recent follow-up information incorporated above includes: on 6-dec-2018: event "left fallopian tube had an essure device protruding from within ", medical history added from medical record. Event perforation of organs nos was coded to uterine perforation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), fallopian tube perforation ('left fallopian tube had an essure device protruding from within,punctured my left tube'), pelvic infection ('infection (other):pelvic'), device dislocation ('migration of implant'), scar ('extensive scar tissue.'), rheumatoid arthritis ('autoimmune disorder type of disorder: :rheumatoid arthritis'), genital haemorrhage ('bleeding'), sjogren's syndrome ('sjogren's') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure (batch no. 959212) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, post coital bleeding, ovarian cyst, multigravida, parity 2, uterine fibroid, paratubal cyst and nabothian cyst. Previously administered products included for an unreported indication: mirena. Concomitant products included losartan from 2015 to 2016, medroxyprogesterone acetate (depo provera) from 2012 to 2016 and metoprolol since 2015. In (B)(6) 2012, the patient experienced nausea ("nausea,nauseousness") and dysmenorrhoea ("dysmenorrhea/painful menses/pain between menses"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"), pelvic pain ("pain/pain between menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced migraine ("migraine"), headache ("headache") and dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced dry eye ("vision/eye problems type: dry eyes") and photophobia ("vision/eye problems type:eye sensitivity"). In (B)(6) 2013, the patient experienced rosacea ("skin conditions type: rosacea"). In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: :fibromyalgia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), scar (seriousness criterion medically significant), anxiety ("anxiety"), loss of libido ("hormonal changes describe: lack of libido,"), eye inflammation ("vision/eye problems type:inflammation"), contact lens intolerance ("unable to wear contact lenses"), metrorrhagia ("intermenstrual bleeding"), back pain ("lower back pain"), coccydynia ("tail bone pain"), arthralgia ("joint pain"), rash ("rashes"), pelvic discomfort ("discomfort"), emotional disorder ("emotional issues"), pain ("body pain"), hypertension ("hbp"), genital haemorrhage (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), lymphadenopathy ("swollen glands"), abdominal pain ("abdominal pain"), chest pain ("chest pain"), costochondritis ("tietze syndrome"), peripheral swelling ("swelling(legs,hands,feet)"), proctalgia ("anal pain"), inflammation ("inflammation"), eye pruritus ("itchy eyes"), eye pain ("achy eyes"), eye swelling ("eye swollen"), vaginal discharge ("vaginal discharge"), vulvovaginal burning sensation ("vaginal burning"), vulvovaginal erythema ("vaginal redness"), limb discomfort ("leg heaviness"), vulvovaginal dryness ("vaginal dryness") and vulvovaginal mycotic infection ("vaginal yeast infection"). The patient was treated with surgery (removal of excessive scar tissue and she had surgery to remove the essure,hysterectomy (partial),salpingectomy,exploratory laparotomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic infection, device dislocation, scar, fatigue, anxiety, loss of libido, vaginal haemorrhage, menorrhagia, rosacea, headache, nausea, dysmenorrhoea, dyspareunia, metrorrhagia, fibromyalgia, rash, emotional disorder, genital haemorrhage, sjogren's syndrome, systemic lupus erythematosus, lymphadenopathy, abdominal pain, peripheral swelling, proctalgia, eye pruritus, eye pain, eye swelling, vaginal discharge, vulvovaginal burning sensation, vulvovaginal erythema, vulvovaginal dryness and vulvovaginal mycotic infection outcome was unknown, the rheumatoid arthritis had not resolved, the migraine, weight increased, back pain, arthralgia, pelvic discomfort, pain and chest pain was resolving and the pelvic pain, dry eye, eye inflammation, photophobia, contact lens intolerance, coccydynia, hypertension, costochondritis, inflammation and limb discomfort had resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, chest pain, coccydynia, contact lens intolerance, costochondritis, device dislocation, dry eye, dysmenorrhoea, dyspareunia, emotional disorder, eye inflammation, eye pain, eye pruritus, eye swelling, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, hypertension, inflammation, limb discomfort, loss of libido, lymphadenopathy, menorrhagia, metrorrhagia, migraine, nausea, pain, pelvic discomfort, pelvic infection, pelvic pain, peripheral swelling, photophobia, proctalgia, rash, rheumatoid arthritis, rosacea, scar, sjogren's syndrome, systemic lupus erythematosus, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation, vulvovaginal dryness, vulvovaginal erythema, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.098 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record : fallopian tube perforation " quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: social media received : following events were added : body pain, hbp, bleeding, sjogren's, lupus, swollen glands, abdominal pain, chest pain, tietze syndrome, swelling(legs,hands,feet), anal pain, inflammation, itchy eyes, achy eyes, vaginal dryness, vaginal discharge, limb discomfort vaginal burning sensation. Reporter information added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), visual impairment ("vision problems"), migraine ("migraine"), fatigue ("fatigue"), anxiety ("anxiety") and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure) and surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, autoimmune disorder, visual impairment, migraine, fatigue, anxiety and pelvic pain outcome was unknown. The reporter considered anxiety, autoimmune disorder, device dislocation, fatigue, migraine, pelvic pain, perforation and visual impairment to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.